Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got no reservoir detected. The customer's blood glucose was 423 mg/dl. The insulin pump and reservoir were not returned for analysis.